Manufacturer narrative:
Device discarded at user facility.

Event description:
It was reported that during use in a bilateral knee replacement procedure at the user facility, a tourniquet cuff did not function properly, a condition in which the device may not hold the correct pressure. The knee replacement procedure was completed on the left side without the use of the tourniquet cuff. It was reported there was a surgical delay of unknown length, and the patient experienced a significant amount of blood loss. The bilateral knee replacement was not completed successfully, as the right knee replacement procedure was not conducted.